Event description:
It was reported that the ventilator's air gas module was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module was defective. According to provided information, the air gas module will be replaced. No further issues have been reported. No logs were provided and no part was returned for investigation. Therefore, the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: (B)(4).